Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. During support, the patient was positive for heparin induced thrombocytopenia and bivalirudin was added to the purge. Additionally, the device exhibited low flow. Unknown how the low flow issue was resolved. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Section b1 was correctly updated which was inadvertently left unchecked in the initial report.